Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred and an altitude alarm occurred. Reportedly both issues could not be resolved and a replacement pump was sent to the customer. The customer resorted to an alternate method of insulin delivery. The customer's blood glucose was 223 mg/dl.